Manufacturer narrative:
The subject oev262h was not returned to olympus medical systems corp. (Omsc). Omsc check the device history record of the subject oev262h and no abnormality found. Omsc surmised that this phenomenon might have been occurred by the following. The signal of the subject oev262h and/or uwit-rx combined with the subject oev262h was influenced by the high frequency noise from argon beam diathermy there were no further details provided. If significant additional information is found, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject oev262h was not returned to olympus medical systems corp.(omsc). The user checked the subject oev262h on the following day and reported to olympus as below. - the subject oev262h could be turned on. The user found no abnormality on the lcd screen of the subject oev262h. There was possibility that the power or overheating issue and/or the faulty of the fan caused the overheating occurred. Therefore the subject oev262h has required the test about continuously working. The user also reported following to olympus. - previously the user witnessed a fault image with the subject oev262h caused by the interference from the argon beam diathermy during a procedure. The user tried to reproduce this interference using another oev262h. However this interference was not reproduced. Oev262h instruction manual states the corresponding method in case of an abnormality. If significant additional information is found, this report will be supplemented.

Event description:
The endoscopic image was no longer displayed normally during unspecified procedure. The user confirmed the subject oev262h was still powered on. The user replaced the subject oev262h with an unspecified monitor and completed the procedure. There was no report of the patient¿s injury regarding this event.